Event description:
It was further reported that the patient met with a company representative on 2015-01-15 to increase stimulation in her back. This was successfully achieved and the patient was satisfied with the results at this time. The patient was re-educated on her programmer and she would contact the representative as needed. No further follow up was being conducted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there was stimulation in the wrong location. Reprogramming, impedance testing and x-rays were performed. During reprogramming, they recaptured the right leg and right buttock area, but not as high as before. X-rays showed that the leads had not moved. She still could not get coverage to help with her pain. The patient thought she must have just over done what she was doing to get in the pain that she was experiencing. The patient was going to use the program and confer with a healthcare provider (hcp) if it was not going to be acceptable. The patient was alive with no injury at the time of this report. The manufacturing representative and the patient would keep meeting to adjust the stimulator. It was possible that she was having additional pain due to her over exerting herself because she was doing so well with the stimulator.

Event description:
It was reported that the patient was leaning over her deep freezer and was cleaning it out. This was on 2014 (B)(6). Shortly after she was done cleaning, she noticed she had lost stimulation in her back like she had before. Reprogramming was done one 2014 (B)(6) but stimulation could not be felt anywhere where she used to feel it. An x-ray was going to be ordered to see if the leads had moved. Follow-up was conducted to determine if the cause of the event was found and if any intervention occurred. An x-ray had not yet been done. This event will be updated if additional information is received concerning the x-ray or other troubleshooting.